Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported during use that the unit shutdown and rebooted during use. There was no patient injury reported. The patient was bagged and the ventilator was changed.

Manufacturer narrative:
The affected device was analyzed by dräger service and the log file was secured for analysis. The log analysis shows that the device performed a warmstart of the ventilation unit on march 31st, 2021 at 08:24 am immediately after being powered on. No further warmstart is logged at that time. The last log entries prior to this was at 08:18 am and did not include a proper shut down sequence. This sequence of log entries indicates that the device was switched off by actuating the rocker switch. There is no indication of a device malfunction. When the device is switched off via rocker switch, it will perform a warmstart when it is switched on again in order to ensure proper operation. The restart sequence of the ventilation unit takes up to a maximum of 8 seconds after which the device automatically resumes ongoing ventilation with the latest settings. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported during use that the unit shutdown and rebooted during use. There was no patient injury reported. The patient was bagged and the ventilator was changed.